Manufacturer narrative:
Result of investigation: vyaire received the ltv 1150 ventilator and performed an evaluation. All testing was performed with known good ac adapter and patient circuit connected. The ventilator passed 108 hours of extended tests at customer settings with no unusual alarms or conditions. Vent passed troubleshooting final test which includes many alarm and ventilation functions. Overall the unit reacted appropriately based on the event trace review.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported to vyaire medical that lap top ventilator ventilators a patient passed away at lap top ventilator 1150. They would like to get information off the unit for their record. As per the customer, there is no blame being placed on the device as the cause of death.